Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; malpositioning of an initial implant and possible implant late loosening. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left si joint arthrodesis in (B)(6) 2016 where two implants were installed. The patient had a period of pain relief before later reported to a different surgeon with complaints of a recurrence of si joint pain. The surgeon determined sacral loosening of both initial implants and malpositioning (too deep) of the most cranial positioned implant. In (B)(6) 2021, the surgeon performed a revision procedure he first added an si joint implant of the same type in between the two preexisting implants to help fixate the joint. He then removed the caudal positioned implant using chisels as it was solidly fixed in bone. He broached the caudal positioned explant void at a 60 degree rotation to create a star shaped void and installed a new implant of the same type into the new channel. The preexisting cranial positioned implant was left in place. The patient now has three implants in her left si joint. The status of the patient following the revision procedure is not known.